Event description:
Caller reported prior cgm error 42 that occurred at 12:13 pm. There was no adverse impact to the customer¿s blood glucose level. Customer self-troubleshot and performed a pump reset, which resolved the issue and allowed them to successfully start their sensor session without needing to contact technical support.